Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the device failed to cross the lesion and the stent dislocated. During a stent deployment procedure in the common iliac artery, the device allegedly would not cross through the lesion and the stent did not deploy quite at the intended treatment site. Therefore, the device was removed. Upon removal, the stent dislodged off the delivery system. A competitor's device was used to complete the procedure.

Manufacturer narrative:
It was reported that the device failed to cross the lesion and the stent dislocated. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The patient was being treated for near occlusion with high grade stenosis. The target lesion was the common iliac artery. The iliac artery was tortuous. The lesion was calcified and the rate of stenosis was 80%. An ipsilateral approach was made. A 035 guidewire and a 7f supersheath were used. The complaint device was inserted however the device failed to cross the lesion and became stuck in the common femoral area. Therefore the device was attempted to be removed through the sheath. However upon removal through the sheath the stent dislodged off the delivery system inside the patients body. Another device was used to inflate the dislodged stent in order to deploy it against the vessel wall. The stent was deployed in a healthy artery. The stent graft was not protected by the sheath during all steps of tracking to the target lesion. Air evacuation was performed prior to the procedure. Pre-dilatation was performed. There were multiple attempts made to insert the device into the sheath. Guidewire access was maintained throughout the procedure. A competitors device was then used and a stent was deployed in the intended treatment site. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. External packaging was returned. No internal packaging was returned. The hub was printed as expected and there were no visual defects noted. The stent guard was not returned. No visual defects were noted on the tip, outer or inner. The stent was not returned with the device. No damage was observed on the balloon. The balloon was also never inflated, crimp marks were evident on the balloon in the correct position between the two markerbands. No functional examination was carried out on the device as it was not applicable to the complaint. The result of the investigation is inconclusive. User error may have contributed to the reported issue. The event description states that the device became stuck in the common femoral area and was then removed back through the sheath when then the stent dislodged. It also describes that the stent graft was not protected by the sheath during all steps of tracking to the target lesion. The target lesion was the common iliac artery. The device was outside the introducer sheath at the common femoral area and not protected by the sheath. The IFU states to advance the endovascular system to the target treatment site within the introducer sheath. It also instructs that attempting to remove an unexpanded covered stent by pulling it back into the sheath may result in stent dislodgement. Patient factors may also have been a contributing cause in failing to advance the device as it was stated that the legion was calcified and the rate of stenosis was 80%. Based upon the available information and sample evaluation a definitive root cause has not been determined. Based on analysis performed no additional action is required at this time. The IFU states: device description: implant: the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Event description:
It was reported that the device failed to cross the lesion and the stent dislocated. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The patient was being treated for near occlusion with high grade stenosis. The target lesion was the common iliac artery. The iliac artery was tortuous. The lesion was calcified and the rate of stenosis was 80%. An ipsilateral approach was made. A 035 guidewire and a 7f supersheath were used. The complaint device was inserted however the device failed to cross the lesion and became stuck in the common femoral area. Therefore the device was attempted to be removed through the sheath. However upon removal through the sheath the stent dislodged off the delivery system inside the patients body. Another device was used to inflate the dislodged stent in order to deploy it against the vessel wall. The stent was deployed in a healthy artery. The stent graft was not protected by the sheath during all steps of tracking to the target lesion. Air evacuation was performed prior to the procedure. Pre-dilatation was performed. There were multiple attempts made to insert the device into the sheath. Guidewire access was maintained throughout the procedure. A competitors device was then used and a stent was deployed in the intended treatment site. There was no patient injury reported.